Event description:
It was reported that the user experienced hyperglycemia while using the ilet and used a meal announcement as a correction, after which an agent provided troubleshooting and education advising against using meal announcements for correction dosing. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no report of hospitalization or long-term impairment. Investigation included agent review of blood glucose information and symptom details, along with user education on appropriate ilet operation and correction practices. Investigation of this case revealed user technique error related to misuse of the meal announcement feature, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device use.